Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was having backup battery (ebb) faults that would come and go. These usually resolved with reseating, returning to 32 months battery life. However, for this occurrence the ebb fault alarm had reappeared. The patient was currently admitted. It was noted that the patients primary controller screen was distorted with some fading. Log files were sent for review. The event log file recorded a backup battery fault event at 25dec2024 22:08:58. This event appeared to have occurred after the system controller attempted a load test. The image of system controller (B)(6) display that was submitted showed many vertical lines on the display. A controller exchange was recommended given that the patient may be unable to read the display screen. The controller was exchanged and removed from rotation.

Manufacturer narrative:
D9: expiration date, primary UDI number, updated. Manufacturer's investigation conclusion: the reported event of backup battery fault alarm was confirmed via the submitted log file; however, it was not reproduced. The reported event of lines in the lcd was confirmed. A review of the controller event log files spanned approximately 6 days ((B)(6) 2024 per time stamp). The backup battery fault alarm was active on (B)(6) 2024 at 10:29:24 and (B)(6) 2024 at 22:08:58 due to a load test fault. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The alarm remained active through the remainder of the log file. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. No other backup battery faults were observed. The controller was noted to have vertical white lines in the lcd which did not affect the controller¿s ability to display messages. The line in the lcd is a known issue related to the lcd itself. This did not affect the controller¿s ability to display messages or its ability to provide power to the pump. The issue resolved after the lcd was replaced. A root cause for the reported alarm cannot be conclusively determined through this analysis. A corrective and preventative action (CAPA) was initiated to further investigate the issue of backup battery fault alarms. A root cause for the line in the lcd was not conclusively determined through this analysis. Device history records (shop orders (B)(4)) were reviewed and showed no deviations from manufacturing or qa specifications. The 11v battery was inspected and accepted into the storage location on 03jan2024 per material document (B)(4) (inspection batch #10139803). The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.